Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent a removal and replacement of his artificial urinary sphincter (aus) due to sub-cuff atrophy. The device was functional but the urethral tissue had extended out underneath the cuff, which necessitated a new device.

Manufacturer narrative:
E1: initial reporter facility name updated. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent a removal and replacement of his artificial urinary sphincter (aus) due to sub-cuff atrophy. The device was functional but the urethral tissue had extended out underneath the cuff, which necessitated a new device.